Event description:
On (B)(6), I went to see a neurologist dr (B)(6) at (B)(6) for hip issue. I was forced to undergo a test on a machine called sudo scan. Post that test the face of the foot has been cramping, heated and is getting dry. This test was unnecessary and now I am having difficulty waking, driving as I feel pins and needles, pain, cramping and loss of sensation. I did not have any such issues before. Doctor just said it is safe and it is FDA approved. I want to provide that it is not safe and perhaps the machine is not safe for everyone. I would like this to be investigated. The doctor has the report.